Event description:
Medtronic received information that eight days after the implant of this transcatheter bioprosthetic valve, the patient presented with endocarditis. The valve remains implanted and the patient is being treated. There was no allegation of a product issue.

Manufacturer narrative:
Additional information was received that now the physician is unsure that the infection was endocarditis. In the physician's opinion 2 days post-implant is too soon to develop endocarditis from the valve implant. In the physician's opinion the infection was not related to the valve.

Manufacturer narrative:
Medtronic received additional information that 2 days post implant of this transcatheter bioprosthetic valve, the patient was noted to have developed an infection. The patient was successfully treated with antibiotics and has healed completely. The valve remains implanted and no other adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. A review of the sterility lot record confirms that the biological indicators tested negative for both tissue and solution. There have been no additional complaints, or complaints for infection against any of the devices manufactured under this sterility lot. No issues were identified that would have impacted this event. There was no report of an identified organism. The sterilization process used by medtronic has an anti-microbial kill for our process which is validated using the worst case bacillus atrophaus ( gram positive spore forming rods), which is known to be representative of the cleanroom bioburden, and the process is validated is effective. At this time, no conclusive root cause can be determined. As this device was not returned for evaluation, a failure mechanism was not able to be determined.

Manufacturer narrative:
The available information indicates that the device remains implanted. Additional information has been requested. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.